Event description:
It was reported that multiple cartridge alarms occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less than 300 units of insulin. Consequently, the customer's blood glucose became "high"; exact value was not provided. Customer addressed high blood glucose by giving correction injection using multiple daily injections and used this method as backup insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.